Event description:
During review of the pump's event history by baxter (B)(4) personnel, it was found that a colleague infusion pump encountered failure code 810:11 during an air in line test. This event may have interrupted delivery. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this device is currently unknown.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Manufacturer narrative:
(B)(4). Evaluation summary: the condition of a colleague infusion pump with failure code 810:11 during an air in line test was discovered and confirmed by baxter personnel. The root cause of this condition could not be identified. However, the pump's channel a and channel b pumphead modules were replaced at the facility. This device is a remediated colleague pump with a user interface module software version of 6.63.92. Should additional information become available, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4). Should additional information be received, a follow-up medwatch will be submitted.